Manufacturer narrative:
Investigation summary: analysis of the submitted log file confirmed pump off alarms that appeared to be the result of the patient¿s driveline being disconnected; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate ii lvas, serial number (B)(6) and these events could not conclusively be determined. The extracted log file from system controller serial number (B)(6) contains relevant data from 05nov2018 at 21:02:14 through 12nov2018 at 14:11:40. No atypical events were captured from the beginning of the file until 10nov at 17:57:38. At this time, the pump speed dropped below the low speed limit and pump off alarms were captured immediately after. Similar events were captured on the following dates / times: (B)(6) at 21:41:39, (B)(6) at 21:48:47, (B)(6) at 22:10:23, (B)(6) at 11:30:02, (B)(6) at 11:42:03, (B)(6) at 10:59:41, and (B)(6) at 14:11:20. All of these events appeared to be due to the driveline becoming disconnected. This appears consistent with the report that the patient attempted to exchange the controller. The fixed speed was set to 9400 rpm and the pump speed did not drop below the low speed limit of 9000 rpm while the driveline was connected. No additional atypical events were captured. The account communicated that the patient was seen in the clinic and the white power cable on the patient¿s controller appeared to have some damage to it. The account reported that they were unable to download any files or have any communication to the controller when connected to the system monitor. The last 6 alarms were checked on the controller reportedly revealing 2 low flows, 2 driveline disconnect and low speed advisory. The patient reported that they attempted a controller exchange because of ¿an alarm¿, but it was not successful and the patient reconnected the driveline. The patient was stable and asymptomatic in the clinic. The controller was exchanged by the perfusionist and connected to the system monitor and was able to have communication between the controller and the system monitor. The patient was switched to the backup controller by the perfusionist. System controller serial number (B)(6) was returned and investigated under (B)(4). Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm ii lvas IFU outlines pump speed, power, flow, and pi and contains information regarding the system¿s alarms (including low flow hazard and driveline disconnected alarms). This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that system controller history interrogation performed in clinic by the healthcare professional revealed 2 low flow alarms, 2 driveline disconnects, and low speed advisory. The patient informed that they had attempted to change the system controller because of an alarm, but was not successful and reconnected the driveline. The patient was reportedly stable and without symptoms in clinic.